Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000125000.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein the lead was pulled down to address the issue.